Manufacturer narrative:
Concomitant product(s): product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that he had trouble with the implant about a month after being implanted in (B)(6) 2015; the device was not helping. About a month prior to this report in (B)(6) 2015, the stimulation sensation got worse with positional movement. No falls had occurred. About 3 weeks prior to this report, the patient "reset the monitor" and the healthcare provider (hcp) had done an x-ray of the back which showed the implant had slipped some. Every way the patient would move, there would be a different strong feeling in the leg. It would maybe have to be fixed. It was unknown when it slipped. Additional information received from the patient reported that reprogramming occurred to address the device not helping. "Different movements different feelings" was noted to be the circumstance leading to the device not helping. To address the implant moving, reprogramming had occurred twice so far. Relevant medical history included spinal pain. No further follow-up was required.